Manufacturer narrative:
This report is filed on september 20, 2017.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device but this has not taken place as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2017. The patient was reimplanted with another cochlear device during the same surgery.